Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The manufacturing records for top assembly batch 8967976 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of this complaint could not be determined.

Event description:
It was reported that in preparation for an unknown procedure, the stent came off of the delivery system. This device was never used on a patient, and the procedure was successfully completed with another of the same devices.